Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received unexpected power error alarm. Customer¿s blood glucose value at the time of incident 188 mg/dl. Troubleshooting was performed for the replace battery alarm. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, sleep current measurement, and active current measurement tests. No unexpected ¿low battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing.